Manufacturer narrative:
(B)(4). Three actual samples were returned for evaluation. Two samples arrived with one interlink septum removed from the female luer. The female luers were probed to check for clear passage. This identified a solvent blockage in the outlet port of the female luers. The remaining 4 female luers on the three samples were then probed. This showed that all six female luers were solvent blocked. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance a y-type micro extension set in which a no flow occurred an unknown amount of times. According to the report, as the facility staff was attempting to prime the set, they would screw on an unknown syringe, but were not able to establish flow in order to flush the extension set. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.